Event description:
It was reported that a pt died on (B)(6) 2013, the customer used vg mode option and according to the rt the chest movement was very small during ventilation, even when the inspiration pressure was raised. So an ambu bag was used to resaturate the pt. The user switched several times between different automatic ventilation modes and manual ventilation, but at the end pt saturation continued to drop. According to the rt the pt suffered from severe pneumothorax.

Manufacturer narrative:
The device was checked by the drager service after the reported event, all tests were passed. The device log was made available for the MFR and has been investigated. The found error codes are not related to the reported event as they have no impact on ventilation. A description of the used configuration including accessories has been analyzed. The used accessories (pt hose, hme) are not released by drager in combination with babylog 8000. Additionally, the hme has been used in combination with active humidification. A warning statement is given in the instructions for use due to the risk of insufficient ventilation. The use of this combination together with the ventilation option vg (volumen guarantee) impacted the ventilation, which was not adjusted according to the pt needs. The use of the ventilation option vg is described in the instruction for use of the babylog 8000 in chapter 'additional functions'. There are certain conditions necessary to be fulfilled to use this mode effectively. The customer reported that the pneumothorax resulted from manual ventilation which was performed due to desaturation of the pt. The reported incident was not caused by a malfunction of the babylog 8000. The accessories which are tested and released for use in combination with the babylog 8000 are listed in the instructions for use. A warning statement is given in this IFU only to use accessories from this list. No similar problems are known from other locations. Training has been provided to the customer.